Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29, a valve infold occurred. The infold was noticed at 80% deployment, leading to the valve being recaptured and withdrawn from the body. A new delivery catheter system and a second valve were then loaded. Pre-implant balloon dilation was performed with a 22 mm non-medtronic balloon, and the second valve was successfully deployed. The patient's anatomy, including fibrotic leaflets, was noted as a contributing factor. Aortic insufficiency was observed at the time of the infolded valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; product lot number: 0012494683; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-2329; product lot number: 0012318208; product type: 0195-heart valves; implant date: non-implantable device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file was provided for review. During the implantation attempt, an infold is evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. Since fluoroscopic valve load inspection was not provided, it is not possible to rule out that possible misload might have contributed to the infold. It was reported that the infolded valve was recaptured and replaced, and a pre-implant balloon dilation was performed prior to the implant of the new valve. The patient¿s executive summary was not provided for anatomical review. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29, a valve infold occurred. The infold was noticed at 80% deployment, leading to the valve being recaptured and withdrawn from the body. A new delivery catheter system and a second valve were then loaded. Pre-implant balloon dilation was performed with a 22 mm non-medtronic (true) balloon, and the second valve was successfully deployed. The patient's anatomy, including fibrotic leaflets, was noted as a contributing factor. Aortic insufficiency was observed at the time of the infolded valve. No patient complications have been reported as a result of this event. Additional information was received that the aortic insufficiency observed was mild paravalvular leak (pvl).